Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having a difficult time to charge and was taking longer to charge the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.